Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation and hence physical investigation was not possible. The user report contains information regarding mechanical jam and helix break of the catheter. Due to no sample, images or videos provided the reported malfunction can not be confirmed. Therefore, the investigation is cannot be confirmed for the reported malfunction. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the right supra-articular femoral popliteal through the left femoral contralateral approach, the device allegedly had less aspiration. It was further reported that the screw allegedly broke inside the sheath. Reportedly, the device was recovered by a snare. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right supra-articular femoral popliteal through the left femoral contralateral approach, the device allegedly had less aspiration. It was further reported that the screw allegedly broke inside the sheath. Reportedly, the device was recovered by a snare. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation and hence a physical investigation was not possible. The user report contains information regarding mechanical jam and helix break of the catheter. Due to no sample, images or videos provided the reported malfunction cannot be confirmed. Therefore, the investigation is inconclusive for the reported break and mechanical jam. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the right supra-articular femoral popliteal through the left femoral contralateral approach, the device allegedly had less aspiration. It was further reported that the screw allegedly broke inside the sheath. Reportedly, the device was recovered by a snare. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.